Manufacturer narrative:
Per -(B)(4) combined report: it was confirmed that the explanted devices were discarded by the hospital following the revision surgery and thus could not be returned for examination. However, the appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. It was found that all finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. It was reported that the patient was a (B)(6) year old female with very soft bone and that the fracture occurred when the patient attempted to stand following surgery. Based on this information it has been concluded that the event is a result of a patient condition and not due to an issue with the corin devices and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity / metafix revision after 11 days due to the patient experiencing an acetabular medial wall fracture.